Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative repaired the communication connector. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system did not display a fluoroscopic image. No patient injury was reported.